Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. The customer reported the meter would not power on with a button press or test strip insertion. The customer reported not feeling good and was seen by the hcp, where they were administered insulin (dose/type unspecified). There was no report of death, serious injury, or mistreatment associated with this event.